Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leaked. No patient injury was reported, trach was replaced.

Manufacturer narrative:
Other text: h3, h6 - health impact and evaluation codes: updated device evaluation: one sample was returned for investigation. The sample was received in used condition without its original packaging open and inside in a plastic bag. The sample was visually inspected and did not present any damaged, kink, or cut that could cause the failure mode reported. The sample was then tested for leak by introducing water in the product. A hole was found on the cuff; therefore, a leak was found; complaint was confirmed. By the physical evaluation of the unit, the complaint was confirmed. No other analysis was performed. The cause of the failure mode was traced to manufacturing. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.